Event description:
Customer reported via phone, she changed her infusion set and got stuck in the process. Customer stated he removed the battery and reinserted. The device alarmed battery out limit and none of the buttons were responding. Customer doesn't recall his blood glucose level. Troubleshooting was performed for the alarm. Customer was advised the alarm was normal behavior. Troubleshooting for the keypad anomaly was performed. Customer agreed to return the device for further analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.